Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -5.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchaged for a longer length lens due to low vault without rotation. This exchange resolved the problem. " sizing issue" was reported for cause details. It was also reported that the device did not fail to perform as intended.